Event description:
It was reported that the customer experienced high blood glucose of 295mg/dl. The mother stated that the insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked display window corner, belt clip slot, and scratched lcd window.